Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. It should be noted that the multi-link vision® coronary stent systems, domestic instructions for use (IFU), states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported stent dislodgement prior to use cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.5x12mm rx vision stent was prepped and then inserted into the patient. Once at the target lesion, the balloon was inflated and it was noted there was no stent on the balloon. The entire cath lab searched but could not find the stent. A scan was performed of the patient and the stent was not found inside the patient. It is assumed it dislodged during preparation as the stent was not found in the body. Another same size stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.